Event description:
(B)(6). It was reported that dissection of the vessel occurred. The target lesion was in the right mid superficial femoral artery (sfa) with 80% stenosis and was 130 mm long with a proximal reference vessel diameter of 5 mm and distal vessel diameter of 5 mm and was classified as tasc ii b lesion. The lesion was treated with pre-dilatation using a 5x150mm mustang balloon. Post dilation a dissection was observed. Subsequently, the 6x150mm study stent was implanted to treat the dissection. Post-dilatation was performed resulting in 0% residual stenosis.